Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that station been a mismatch in the patient location on the pyxis station. The technical support specialist (tss) dialed into the server, ran the patient cast query for both patients in ssms, and checked the details updated from adt. The tss advised the customer to contact their adt team to resend the message with the updated changes. A transaction showed that the patient had been transferred to the correct unit. The latest transaction indicated that the patient had been moved to another room, which matched the data in the es server. The issue was resolved, and the system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a patient location mismatch issue in the cicu pyxis station. This mismatch nearly resulted in a medication error involving morphine; however, the discrepancy was identified and corrected before administration. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a patient location mismatch issue in the cicu pyxis station. This mismatch nearly resulted in a medication error involving morphine; however, the discrepancy was identified and corrected before administration. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.